Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned .

Event description:
It was reported that the customer experienced an inaccurate fill estimate. Reportedly, the cartridge was filled with 300 units of insulin. In addition, the customer reported experiencing resistance when attempting fill the cartridge with insulin. Reportedly, the last 30 units of insulin is difficult to get into the cartridge. There was no impact to the customer's blood glucose level. The customer reloaded the cartridge successfully, and received an accurate fill estimate. The customer resumed insulin delivery.